Manufacturer narrative:
The certas plus inline valve only (828800pl) was not returned for evaluation (remains implanted). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the programing issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus was implanted on (B)(6) 2015, with setting 6. On (B)(6) 2021, the patient underwent an MRI after which the valve was checked. Both the certas manual and electronic programmers read that the valve was now set to setting 2. The patient was sent for an x-ray to confirm the setting. The x-ray confirmed that the valve was now indeed set to setting 2 and it was successfully reprogrammed back to setting 6 in the office. Both programmers were used to confirm that the valve was now set at setting 6. This patient has not had any shunt adjustments or mris between (B)(6) 2019, and (B)(6) 2021. On (B)(6) 2021, the patient had another MRI to make sure it was still set at 6. Both manual and electronic programmers showed the valve now set at 4 after the MRI. An x-ray confirmed a setting of 4. Medical staff then tried to re-program the certas plus valve back to setting 6 repeatedly. The valve did not move settings, seems to be stuck at setting 4; however, it was decided to see how the patient does at this time with the valve set to setting 4. Information received on november 9, 2021, indicated the patient is currently well, no symptoms; therefore, there is no plan for explantation unless the patient develops symptoms.